Event description:
It was reported that there was lead dislodgement or placement difficulty observed. It was noted there were difficulties in "collecting" the pacing lead and difficulty to unscrew the pacing lead. The lead was reprogrammed and then explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).